Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for right ventricular lead revision. Upon device interrogation, the lead exhibited no capture and low sensing. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. During procedure, the right atrial lead exhibited increased capture threshold and decreased sensing threshold. The physician attempted lead reposition but the set screw was stuck. The physician broke 2 torque wrenches attempting to remove the set screw. The pulse generator and the right atrial lead were explanted and replaced successfully. The new device exhibited normal functions post procedure. The patient was stable post procedure.